Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: after the puncture, it was found that the drug solution could not be injected. After checking, it was found that there was no steel needle at the pen core.

Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer indicated failure. The reported issue was observed and based on trend analysis no further action is required at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (14 count) the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: after the puncture, it was found that the drug solution could not be injected. After checking, it was found that there was no steel needle at the pen core.